Event description:
It was reported that an asymptomatic patient presented in clinic for follow up; the pulse generator exhibited backup vvi operation. It was noted that the patient had received radiation therapy. After a user download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.